Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: all issues with these devices were found during testing and repair. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the device confirmed that the manufacturer medical seal was missing, and the liquid crystal display lens screen was cracked upon receipt. Functional tests of the returned device, including calibration tests, passed. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. The device passed all functional and calibration tests during the investigation. Root cause of the reported issue could not be determined as the returned device passed all function and calibration tests performed. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.